Event description:
User facility medwatch #(B)(4). It was reported that during an angioplasty treatment procedure, a guide wire detachment occurred. The target lesion was located in an unknown artery. An unknown balloon catheter was being passed over the 185cm pt2 light support guide wire when the tip of the guide wire broke off. The procedure was completed with an unknown stent which was inserted on top of the retained guide wire and the guide wire was pushed up against the artery wall with the stent. The remaining portion of the guide wire was removed from the patient. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).